Manufacturer narrative:
As stated this report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2016-00046 to include the UDI number.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2016-00046 to include the UDI number.

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00046 to make a correction to the lot number documented. The initial lot number documented was 150521, the correct lot number is 150629.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00046 to make a correction to the lot number documented. The initial lot number documented was 150521, the correct lot number is 150629.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies or damage in the appearance, which would relate to air entrainment into the device. No leak was observed on the actual device after having been rinsed and filled with saline solution in the blood pathway and pressurized. The actual sample was built into a circuit with tubes and primed with saline solution in accordance with the IFU. It was able to be primed without difficulty. The circuit was circulated by a roller pump at the flow rate of 7l/min, the gas flow rate of 20l/min and the back pressure of 100mmhg for 1 hour. No air entrainment was observed. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. The customer reported a similar event for another device with the same product code. See MDR number 9681834-2016-00045 for details. Simulation testing was conducted on the actual sample that was reported in MDR number 9681834-2016-00045. The sample was built into a circuit with tubes and circulated with saline solution at the flow rate of 0.4/min with a roller pump. During the circulation a clamp was given to the tube downstream the outlet port of the oxygenator for a few seconds. When the pressure inside the circuit was increased, the clamp was removed at once. Air bubbles were observed to be coming into the oxygenator module. During circulation at the flow rate of 7l/min with a roller pump, a sudden stop was given to the roller pump. As a result, air bubbles started to come into the oxygenator module. The investigation verified that the actual sample did not have any inherent anomalies which would have contributed to entrainment of air bubbles. As a cause of entrainment of air into the oxygenator modules during priming, it is likely that a negative pressure was generated in the oxygenator modules, resulting in air being pulled into the oxygenators through the fibers. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. The gas flow rate should not exceed 20 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase, allowing gaseous emboli to enter the blood phase. When capiox fx25 oxygenator module is used separately from the hardshell reservoir, set the module so that the upper end of the fibers is lower than the blood level in the venous reservoir. This prevents gaseous emboli from entering the blood phase from the gas phase. To prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 1 l/min. Total flow rate of the arterial line and any separate arterial lines must not exceed the flow rate at the oxygenator inlet port. Recirculate the priming solution at a rate of 4 l/min or higher to facilitate air removal." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: the user had experienced two episodes of air bubbling in the arterial line during preparation; the pump used in this procedure was a roller pump on stoeckert hlm; it was reported that priming was performed according to IFU; the procedure was completed successfully; and there was no patient involvement.